Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. During troubleshooting with tandem technical support it was discovered the customer wasn't removing residual air before adding insulin. The customer¿s blood glucose level was 210 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.